Manufacturer narrative:
This report is being filed on an international product list 7p89, that has a similar us product distributed in the us, list 7p88. An evaluation is in process. A followup report will be provided when the evaluation is complete.

Event description:
The account generated false positive alinity I anti-hbs results of 22.13, 21.81 miu/ml on a patient who tested autobio method negative. Ethnicity and race were not provided for the patient. No impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation included a search for similar complaints, trending data, labeling, scientific literature and device history records. In-house testing of reagent lot 07494fn00 was completed. Return testing was not completed as returns were not available. Lot and trending review did not identify an increase in complaint activity for the lot or the product for this issue. Device history record review on lot 07494fn00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Literature review shows that anti-hbs assays have not correlated well across different platforms due to variability in immune response, sample integrity issues or the presence of interfering substances in the specimen. In house testing of negative material which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the evaluation no product deficiency was identified.